Manufacturer narrative:
This event was determined to be a duplicate of information reported in pe 708802510. Therefore this pe will be merged to avoid repeated duplicate reporting. Any further information received regarding this event or reports should be submitted in pe 708802510 (reg report 2029214-2026-00026). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during aneurysm surgery, a phenom microcatheter was used to deliver a blood flow-diverting dense mesh stent. The middle part of the stent could not be opened, and after withdrawal, a slight kink was found in the distal part of the microcatheter. The microcatheter was replaced, and the surgery was completed. No patient complications have been reported as a result of this event. The patient's vessel tortuosity was normal. The access vessel was the right femoral artery. The devices were prepared and flushed according to the instructions for use (IFU). Additional information received reported that the cause of the event was not determined. The stent was a pipeline flex. There were no issues that resulted in the damage that was found.

Manufacturer narrative:
G4: PMA unknown at this time due to unknown model and lot number of the device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the pipeline had been placed in a vessel bend when it failed to open. Additional steps taken to attempt to open the pipeline was re-sheathing, but it was unsuccessful. The procedure was completed by replacing the pipeline with a new pipeline.